Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to the defect of the image sensor unit or failure of the internal board of the video connector or the system. However, the cause of this defect could not be further established. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the image was distorted while using the endoeye flex deflectable videoscope. No patient harm reported. During the evaluation of the device, it was noted noise occurred in the image due to damage to the image pickup unit (defective circuit or shielding), and no image appeared temporarily. This report is to capture the reportable malfunction of noise occurred in the image due to damage to the image pickup unit (defective circuit or shielding), and no image appeared temporarily noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was noise in the image. The video connector was broken due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The curved rubber had scratches due to external factors. The curved rubber adhesive was missing. There was rattling at the connection between the insertion pipe and the operation part due to the looseness of the insertion pipe. There were scratches on the grip, up/down plate, and surface of the light guide cover glass due to external factors. The universal cord was difficult to remove due to handling (insufficient cleaning). The video connector, light guide connector, and video connector case may be scratched due to external factors. The forceps elevator lever was discolored due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.